Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pai n(trunk/limbs) it was reported that the had poor communications with the patient programmer. The patient was also unable to communicate with the patient programmer. The patient reported that the last time they charged and felt stimulation was at least three years ago. They had tried to connect several times but were unable to. The patient reported that the device was very helpful but after the charge went out the pain was quite extensive. The patient also reported they had had a fall this year. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.